Event description:
Customer reported one erroneously high triglyceride test result was obtained when using the unicel dxc 600i synchron access clinical system. The erroneous high test result was reported out of the laboratory. The physician was notified and there was no adverse affect to patient treatment. There was no death or injury associated with this event.

Manufacturer narrative:
On (B)(4) 2014, beckman coulter customer technical support (ctd) advised the customer to flush the cc (cartridge chemistry) sample probe with 10% wash solution and deionized water. The customer inspected the cc sample syringe, the sample and reagent mixers, the wash station, and the cc reagent probes. Field service engineer was requested to evaluate the instrument. On (B)(4) 2014, the field service engineer, (fse) evaluated the instrument and replaced the wash station probes first when he saw that they were not spraying correctly. However, quality control failed. The fse then replaced the mixing paddles when he noticed a very minor scratch on one of the paddle. Issue was resolved after the replacement of the mixing paddles. The fse identified the primary failure mode as the mixing paddle ((B)(4)). Identification of failure mode: mixing paddle malfunction. Quality control failed prior to running the patient sample, however, the customer reported the high triglyceride test result. The quality control failure alerted the operator to a system malfunction.